Event description:
It was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, the device experienced stopper pops off. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/descard the sample. It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample.

Manufacturer narrative:
Additional information was received that changed the reportability of this complaint. B.5. Event description: it was reported when using the tube sst plh 13x75 3.5 plbl gold br blood specimen collection device, the device experienced stopper pops off. This event occurred 10 times. D1: brand name:tube sst plh 13x75 3.5 plbl gold br blood specimen collection device. D.3 medical device manufacturer: becton dickinson ind. Cirurgicas ltda. D.4. Medical device catalog #: 360059. D.4. Medical device expiration date: 2023-08-31. D.4. Medical device lot#: 2243616. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson ind. Cirurgicas ltda. G.4. Date received by manufacturer: 2022-12-22. G.5. PMA / 510(k) #:na. H.4. Device manufacture date: 2022-09-20. Imdrf annex b grid: b02, b14, b17. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced stopper pops off. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/discard the sample. It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as sbdm is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced stopper pops off. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: customer reports that for some time they've been noticing a bad quality in bd tubes. The tubes filled with sample open spontaneously. More than 10 times the customer has had to re-collect blood samples because the tubes open with the sample inside and spill/discard the sample. It generates re-work for all the departments involved, and gives a bad image to patients because they are submitted to a new sample draw trauma, and delay in diagnostics delivery and in clinical treatments. Customer assures tubes are well recapped by the professionals, but they spontaneously open anyway when they are filled with sample.